Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
Inspected three randomly sealed reservoirs. Perform pre-fill reservoirs test. Reservoirs and transfer guards passed per inspection. Found no occluded anomalies during filling. Performed manual prime and high pressure test per specifications. Ran priming in insulin pump. Reservoirs passed per specifications. No leakage/occlusion anomalies were observed during analysis. Checked o-rings for defects and none were found. No connector anomalies were observed during analysis. Reservoirs connected and locked in place properly. Inspected two opened and used reservoirs. Performed pre-fill reservoirs test. Reservoirs and transfer guard passed per inspection found no occluded anomalies during filling. Also performed manual prime and high pressure test. Ran priming in insulin pump. Reservoirs passed per specification. No leakage anomalies were observed during analysis. Checked o-rings for defects and none were found.

Event description:
The customer reported that insulin from the reservoir leaked into the reservoir compartment. No further information was provided.